Manufacturer narrative:
Journal article: prospective partially randomized comparison of clopidogrel loading versus maintenance dosing to prevent periprocedural myocardial infarction after stenting for stable angina pectoris authors: jae hyoung park, je sang kim, chul-min ahn, soon jun hong, kyung joo ahn, jae woong choi, hyung joon joo, cheol woong yu, and do-sun lim journal: international journal of clinical pharmacology and therapeutics year: 2020 reference: doi 10.5414/cp203644. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review. The aim of the study was to evaluate the pre-treatment methods for preventing periprocedural myocardial infarction (pmi) among patients undergoing conventional coronary angiography (cag) for stable angina pectoris. Endeavor resolute, resolute integrity, endeavor rx and driver rx coronary stents were among the devices used. Clinical outcomes reported included death, periprocedural myocardial infarction, bleeding, stent thrombosis and revascularization. It was stated that one case of cardiac death occurred due to recurrent refractory stent thrombosis.